Event description:
The sales representative reported a problem occurred when the proximal part of the catheter wore down and leaked. Apparently, the surgical team "milked" an occlusion out of the catheter causing it to be damaged and break. Patient result was ventriculitis; however, they used 6 catheters from various vendors, so the result is not conslusive.